Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's left knee was replaced (B)(6) 2018 and upon reviewing the x-ray on (B)(6) 2018, the sales rep noticed the inserter tip for the biostop was left in the patient. I have notified the hospital and the surgeon. No surgical delay.

Manufacturer narrative:
The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.